Event description:
Adverse event(s): "no patient impact reported" (no known impact or consequence to patient). Product problem(s): "intermittent phaco mode then goes into pulse mode" (device operates differently than expected). A customer reported intermittent phaco mode, then would switch to pulse mode. No add'l info was given. No pt impact reported. Several attempts have been made to retrieve add'l info but none has been rec'd to date.

Manufacturer narrative:
A company service rep examined the system and was unable to duplicate the problems reported. The service rep replaced the doctor's settings with settings found on another system. Two of the five handpieces were tested and met all product specs. The software was updated. The system was then tested and met all product specs. (B)(4).